Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer will continue to use the current pump in the meantime. The customer was instructed on how to put the faulty pump into storage mode and to return it with a pre-paid label within 10 days. The address for shipping was confirmed, and the customer acknowledged the instructions provided.